Event description:
A hip pinning was just finished and it was noticed that the canulated screw driver was broken. The patient was already in the pacu when it was noticed. The surgeon was notified and the plan was to take on x-ray.